Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient presented for elective CABG. Presented with chest pain taken for CABG impella placed prior to CABG. Lad endarectomy and CABG x3 performed. Bleeding of unknown origin in chest after surgery all anastomosis sites and vascutek site no bleeding sites found. Products given ffp cryo factor 7 given. Evarrest applied. Chest left open and packed.

Manufacturer narrative:
Corrected: d1, d4 (serial & catalog). Access site adverse event/major bleed: the cause of the bleed was not determined due to insufficient clinical details. Cardiogenic shock: the cause of the injury was not determined due to insufficient clinical details.